Event description:
Customer's father reported via phone call, the insulin pump was alarming motor error during bolus. Customer's blood glucose was 445 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. Customer's also mentioned the customer did a rewind sequence and when the act button was pressed and insulin squirted out.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The device passed the rewind, basic occlusion, and displacement tests. No motor error alarm or excessive no delivery alarm noted during testing. The motor passed the motor test. The device had minor scratches on the display window.